Event description:
Manifold for contrast and saline injection has a spike that connects to saline bag, this spike contained another metal spike which should not have been there. This caused a high amount of bubbles in chamber that could have been injected into the pt's coronaries. Abbott reps called and will replace packs with correct manifolds.